Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombus occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. Right before transseptal, a thrombus was visualized and believed to be on the tip of the versacross dilator while within the right atrium. Thus, the versacross devices and watchman sheath were then removed from the body, flushed and cleaned. Additionally, it was reported that a full heparin was administered just prior to noticing the thrombus. No other patient complications were reported, they have fully recovered and were discharged. The procedure was completed successfully. The device is not expected to be returned for analysis. It was further mentioned that an act levels were at 186. Transesophageal echocardiography (tee) imaging was used to rule out a thrombus pre-procedure, although no pre-procedure CT was performed. No fibrin or coagulant was seen on the tip of the catheter. In the physician's opinion, both the versacross rf wire and dilator may have contributed to the thrombus. No malfunction with the versacross devices was reported.

Event description:
It was reported that thrombus occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. Right before transseptal, a thrombus was visualized and believed to be on the tip of the versacross dilator while within the right atrium. Thus, the versacross devices and watchman sheath were then removed from the body, flushed and cleaned. Additionally, it was reported that a full heparin was administered just prior to noticing the thrombus. No other patient complications were reported, they have fully recovered and were discharged. The procedure was completed successfully. The device is not expected to be returned for analysis. It was further mentioned that an act levels were at 186. Transesophageal echocardiography (tee) imaging was used to rule out a thrombus pre-procedure, although no pre-procedure CT was performed. No fibrin or coagulant was seen on the tip of the catheter. In the physician's opinion, both the versacross rf wire and dilator may have contributed to the thrombus. No malfunction with the versacross devices was reported.

Manufacturer narrative:
A correction to the initial MDR: the fields f10 and h6 (impact codes (2)) were updated. Thus, this supplemental MDR is being filed. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.